Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found the imaging system pc not starting the image acquisition system (ias) application, error messages kept popping up. The medtronic representative reinstalled the software and performed an imaging system check-out, all areas passed. System performed as intended after the software was re-installed.

Event description:
A site representative reported that the imaging system was unable to fully boot and showed the following message: "system booting - please wait". To troubleshoot, the site rebooted the system twice without resolution. There was no patient present when this issue was identified.